Event description:
It was reported that the patient went in yesterday to have his battery from 2006 replaced. On the date of report, he turned on the new implantable neurostimulator (ins) and was not feeling any stimulation. He had it up to 4.5v and normally would be ¿hopping around¿ when it was on 4.5v. The patient programmer was connecting to the ins and he was able to make changes. The patient connected to the ins and it was at 2.2v. The patient saw both battery full icons. The patient had two sides: one was at 2.2v and then second side was at 1.8v. The patient observed the ins stim on icon on the patient programmer, and turned it up to 4.4v, and was not feeling anything. There was no stimulation sensation. The patient wondered if the wiring was bad this time around. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).